Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was in the hospital to get a heart stent put in and had the device turned off during the surgery. Patient stated when she got home on (B)(6) 2016, she started having problems with patient programmer (pp). A poor communication screen was noted. She got an empty batty icon. She was going to find replacement batteries and if this does not the issue, she would call back. On same the day, patient called back and reported that she had trouble with stimulator and she could not feel stimulation. She had issue with bladder the whole time in hospital (B)(6) 2016. She had bad overactive bladder on sunday night to monday. Patient stated device was currently off and she just turned it back on today. She can feel stimulation and verified stim was on. Patient increased stim to 3.1 and was feeling it.

Event description:
Additional information was received from the patient and it was reported that the poor communication with the patient programmer resolved following a battery replacement. The patient reported that the overactive bladder had mostly been resolved after turning stimulation back on but she still had a problem like when she was sitting or lying down for a long period of time, especially at night, she usually had an accident.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they were still having to go to the bathroom urgently at night. After they were sitting or laying a long time, they would go to sit up and the problem would start. They did not feel stimulation and the therapy was on. There were no medical procedures, electromagnetic interference (emi), falls, or trauma related to the issues. There were also no recent programming changes. After increasing the amplitude, they felt stimulation in the correct area. They were going to see if the change made a difference and may continue to make programming changes, if needed. If it did not resolve the issue, they were going to see a healthcare professional to discuss the symptoms. This started a week or a week and a half prior to the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported poor communication with the patient programmer (pp) has been resolved after battery replacement. The overactive bladder has not been resolved after stimulation turning back on and the patient still has the overactive bladder at night or anytime after sitting or lying down. Going to the bathroom urgently at night has not been resolved after increasing stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.